Event description:
Customer reported his insulin pump goes into threshold suspend mode when he is not low. Customer's blood glucose is 83 mg/dl. He stated his sensors do not calibrate and are very off from his meter readings. The sensor would read 41 mg/dl, but the meter reading would be 122 mg/dl. These low sensor readings will sometimes send customer's insulin pump into threshold suspend mode. Customer was advised to monitor the issue. Replacement sensors were sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.